Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after replacing the cartridge and infusion set twice, with education revealing the user had been priming the tubing only to the anchor rather than until drops were visible at the needle prior to insertion; the user then received troubleshooting and education on proper supply change and tubing fill, and replacement infusion sets were arranged. Symptoms included elevated blood glucose up to 350 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketones were negative. Outcomes included elevated blood glucose outside target for approximately four hours without the need for medical intervention or outside assistance, and glucose later trended down after proper setup. Investigation included customer interview and troubleshooting with educational guidance on infusion set priming and setup. Investigation of this case revealed use error related to incomplete tubing priming and improper infusion set preparation contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.